Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Reportedly, the patient suffered a fall which could have contributed to the discomfort. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg at a new ipg pocket addressing the issue. Reportedly, therapy was confirmed post op.